Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was high impedance. The device was interrogated and showed that there was high impedance on leads 12 and 13. The outcome was resolved without sequelae. Interventions included reprogramming. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the lead. Relevant medical history included: non-malignant pain

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was reported as related to the leads which were connected to the implantable neurostimulator (ins).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.